Manufacturer narrative:
The devices have been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery (B)(4) revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.

Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Functional analysis of the batteries revealed that (B)(4) batteries contained a faulty cell pair which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.

Event description:
Approximately 4 months after heartware lvad implantation, the site reported an event involving a patient whose batteries were not holding charge. The batteries were replaced and the units in question were returned to heartware for analysis. No harm or injury to patient was reported as a result of this incident.